Event description:
The customer reported a flogard pump with an alarm f2. It is unknown when this condition occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "f_2" was confirmed. The cause was due to the broken door assembly. The door was replaced to resolve the issue.

Manufacturer narrative:
(B)(4).